Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer transposed the carbohydrates and blood glucose (bg) values when entering values into the pump, and subsequently over-delivered insulin. Per the customer's endocrinologist, the customer consumed carbohydrates, glucose tabs, and apple juice to prevent bg level from going low. The customer's lowest bg reading was 84 mg/dl. There was no adverse impact to the customer.